Event description:
It was reported that the bd syringe 1ml ll had foreign matter. The following information was provided by the initial reporter: I would like to report some issues with some of our 1ml bd syringe stock. We have had some repeated instances of particles found in the syringes before use, at the point of aseptic preparation. Often, some of the graduation lines on the syringes are rubbed off or too faint to read volumes. We understand it is possible not all of the syringes are affected; however, it still poses a risk to the products we make. Batch number of 1ml affected: 507665719, expiry: 28-02-2030. We had a previous issue reported with 10ml syringes, with complaint order (B)(4). Please provide any feedback you can.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). Supplemental MDR. Foreign matter. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Batch 5076657 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.